Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker exhibited oversensing of far r wave and caused inappropriate mode switch. The patient status was not known.